Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 300 mg/dl. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer performed high pressure test and the insulin pump failed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer stated that they believe that the insulin pump was not working. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.